Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint could not be confirmed. The root cause could not be determined. A review of the complaint database was performed and no similar complaints for this lot number were found. A review of the device history record was performed and no exception documents were found.

Manufacturer narrative:
Medwatch #(B)(4) received on (B)(6) 2017 from account. The account alleges that the occurrence date should reflect (B)(6) 2017. The account alleges that they did not have any documentation to support that a vascular snare device was used during this procedure. The catheter tip that detached remained on the guidewire and was removed during the procedure. Medical or surgical intervention was not necessary to prevent permanent impairment of a body function or structure.

Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that during a cerebral angiography procedure the catheter tip detached within the aortic root. The physician had acquired right retrograde femoral artery access with a sheath and while trying to reform the catheter tip for arterial cannulation the catheter tip detached within the aortic arch. The physician then used a vascular snare device to successfully retrieve the catheter tip from the patient.